Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the distal tip of the obturator fall off in a patient while removing the obturator from the trocar once placed. The case was not extended by more than 30 minutes.